Manufacturer narrative:
Stryker performed an initial evaluation on the customer's device and verified the reported issue. Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device failed to power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Section h10 additional mfg narrative of the initial medwatch report 0003015876-2022-01498 indicated: stryker performed an initial evaluation on the customer's device and verified the reported issue. Section h10 additional mfg narrative of the initial medwatch report 0003015876-2022-01498 should indicate: stryker performed an evaluation on the customer's device and was unable to verify or duplicate the reported issue. Proper device operation was observed through functional and performance testing, and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device failed to power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.